Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during the lead revision. The lead was reconnected and tightened the set screw on the header. When the lead was tugged, the pit and the inner wire separated from the rest of the lead header and exposed conductor. The lead was explanted and replaced. The patient was stable post-procedure.